Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had speed drops and elevated ldh. The pt also developed dark urine and was admitted and placed on medication. The hemolysis continued to progress significantly and a pump exchange was performed on (B)(6) 2012. When the chest was opened, the outflow bend relief was found to be disconnected and there was a kink in the outflow graft. A pump thrombus was also noted at this time. The signs and symptoms of hemolysis resolved immediately after the operation. The pt is stable as of this time.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. The outflow graft bend relief situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.